Event description:
It was reported that the 9900 system failed to boot on the first time, three attempts. System functioned as expected after fourth boot. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the ps2 power supply. The system was tested and found to be working as intended and placed back into service.